Event description:
Report received from the (B)(6), stated the device had damaged locking components. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).